Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified mid left anterior descending artery. On the second inflation, a 2.5x15mm apex monorail ruptured at 8 atmospheres. The balloon was removed intact from inside the pt. The procedure was completed with a different device. The pt status is good with no complications reported. "According to the physician, the rupture would to the calcification."